Event description:
Customer reported, black lines in the image, and intermittent no image produced. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a cable. System operates as intended.